Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and raised blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s spouse stated they were a nurse and were treating the blisters. Follow up indicated that the blisters improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.